Event description:
It was reported to medtronic neurosurgery that the device had sluggish flow. The report also stated that a revision surgery was required to replace the device.

Manufacturer narrative:
The valve was patent. It did not meet requirements for the siphon, reflux, or leak tests. It also failed to meet all of the requirements for the pressure-flow testing. A small tear was observed on the bottom of the delta chamber diaphragm membrane. It is unk how or when this damage occurred. A review of mfg records was not possible as a lot number was not provided. The instructions for use that accompany the device caution that low tear strength is a characteristic of most silicone elastomer materials. It goes on to say that a puncture of the diaphragm may affect the performance characteristics of the valve and compromise the shunt system. All of the valves are 100% tested at the time of manufacture. Note: exact implant date is unk. Only the year is valid.